Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/15/2023, it was reported by a sales representative via phone that an ar-1410lp low profile reamer broke inside the patient while reaming the femur, both blades on the reamer broke. All the broken fragments were retrieved, and another ar-1410lp low profile reamer was used to complete the reaming process. This was discovered during an acl procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to excessive force/friction during use or insertion.